Manufacturer narrative:
Correction to: h5, h8. Additional information: d9, h3, h6(update codes), h11. H11: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition of damaged cable. The reported condition was not verified. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cable of an exactamix 2400 main module was damaged and caused a spark. This was observed when cleaning the pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.